Event description:
During the device evaluation, foreign objects were found to have exited the distal end of the ultrasonic bronchofibervideoscope, there was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. Based on the investigation results, the most probable cause of the issue was due to incomplete reprocessing, which led to clogging of the water and suction tube for the balloon, ultimately resulting in foreign objects being expelled from the distal end of the device. If additional relevant information becomes available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.